Event description:
During an alif, level l5-s1, procedure the surgeon experienced difficulty seating the first screw in the synfix-lr 30 mm depth implant. Surgeon tried to re-adjust the position of the implant and the titanium plate came off the peek spacer. Surgeon left the implant in place and used an anterior plate over the implant to keep it in place. Surgeon completed the procedure.

Manufacturer narrative:
The manufacturing documents were reviewed and no complaint related issues were found. The investigation could not be completed, no conclusion could be drawn, as no product was returned.